Manufacturer narrative:
Actual device involved in incident was evaluated. Computer hardware performance tests conducted. Bus corruption. Software/firmware contributed to event.

Event description:
A scheduled procedure was cancelled because the user facility was unable to retrieve the files from the prior study to review. The prior study had been archived in duplicate to a tape library, but the recorded copies were damaged and no longer available. The user facility stated that the first study would have to be repeated in order to define anatomy again.